Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced scrotal pain when attempting to inflate the device. During the initial implantation, the physician encountered complications and removed one of the patients testicles. A large hematoma developed in the scrotum, causing pain. As a result, the device was explanted and replaced with a malleable prosthesis. No further patient complications were reported.